Event description:
On (B)(6) 2015, the patient underwent endovascular repair of a thoracic aortic aneurysm with two conformable gore® tag® thoracic endoprostheses (tgu373720j/13304126, tgu313115j/13430575). Prior to the implantation of the devices, a left axillary artery ¿ right axillary artery bypass surgery was performed. Post-implantation images showed a type iii endoleak from the junction of the two ctag devices. The physician determined to monitor the endoleak and concluded the procedure. On (B)(6) 2015, a conformable gore® tag® thoracic endoprosthesis (tgu404015j/13518805) was implanted using a gore® dryseal sheath (dsl2428j/13150960) to reline the junction area of the existing ctag devices to treat the persisting type iii endoleak. The physician also elected to implant another conformable gore® tag® thoracic endoprosthesis (tgu454520j/13399700) at the proximal neck to prevent a type I endoleak. After the successful insertion of the dsl2428j, a delivery catheter of the tgu454520j was inserted through the sheath, but it would not advance over the tortuous abdominal aorta. The physician withdrew the delivery catheter and performed the pull-through technique with a radifocus to straighten the abdominal aorta and reinserted the tgu454520j again. As the delivery catheter advanced up to the aortic arch, the catheter got stuck. The physician attempted to change the radifocus to a stiffer lunderquist guidewire. However, the radifocus could not be retracted. Thus, the physician deployed the device inside the existing device intentionally. The radifocus and the delivery catheter were withdrawn together successfully. While inserting a new lunderquist guidewire, the patient¿s blood pressure dropped rapidly. The angiography showed the rupture of the right external iliac artery. Although the physician attempted to occlude the aorta endovascularly using a balloon catheter, it was unsuccessful due to the absence of a guidewire. The patient was in shock status, and CPR was performed as an open abdominal repair was performed to stop bleeding. However the patient expired during the surgery. It was reported that during the advancement of the delivery catheter over the patient¿s tortuous abdominal aorta, the dsl2428j began to come down. Thus the physician pushed the dsl2428j up without the dilator since the delivery catheter of the tgu454520j was inside. The physician suspected that this push caused the rupture, and it was not realized for a while, contributing to the massive blood loss and the death. The diameter of the right external iliac artery measured less than 8mm. (24fr od=9.2mm)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, reoperation, and death. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to thrombus and device occlusion. Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
Manufacturing evaluation performed. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, improper device placement, vascular trauma, and death.